Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported testing on meter with a reading of 84 mg/dl; feelings and symptoms did not match reading. Customer subsequently lost consciousness and ambulance was called; was treated with glucose IV. There was no delay in treatment and customer was not hospitalized. Blood glucose reading by ambulance was 60 mg/dl; not done within 10 minutes of initial test. Requested return of the alleged device for evaluation and replacement was provided.